Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test due to a corroded pin.

Event description:
On (B)(6) 2014, the patient reported that at 7:00pm her blood glucose level was 316 mg/dl and she bolused 10.5 units of insulin. Her blood glucose level continued to rise and she continued to program boluses; at 10:37pm her blood glucose level was 555 mg/dl. She continued to bolus and her blood glucose began going down; at 4:59am her blood glucose level was 44 mg/dl. She was able to self-treat the low blood glucose level by eating. She thinks her infusion device was not delivering all of her boluses. No adverse event was reported. The infusion device was requested to be returned for product evaluation.